Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil, delivery wire and introducer sheath were returned for this complaint. Delivery wire and main coil were not interlocked within introducer sheath. Coil was found inside of introducer sheath. The coil returned was found kinked and stretched, and the interlocking arm was detached. The introducer sheath was inspected, and no anomalies were noted. The twist lock of the introducer sheath was found opened. The delivery wire was inspected, and no anomalies were noticed. No more damages were found on the device. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was detached. Microscopic inspection of the delivery wire was performed and observed that zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection of the delivery wire and main coil that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 27jul2021. It was reported that the coil could not be delivered out. The target lesion was located in the internal iliac artery. A 15mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil could not be delivered out of the catheter many times. The procedure was completed with an 8mmx20cm coil. There were no complications reported and patient was stable. However, device analysis revealed that the interlocking arm was detached.